Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer from (B)(6) obtained blood glucose readings of 476 and 572 mg/dl on a contour ts meter. Upon retesting with another strip, a reading of 152 mg/dl was obtained. The customer also obtained a reading of 156 mg/dl with the laboratory testing. All readings were obtained within 10 minutes. There was no allegation of an adverse event. The test strips were received for evaluation. Replacement test strips were sent to the customer.